Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump alarmed motor communication error. The customer tried to reset the insulin pump but received an off no power alarm. The patient's blood glucose at the time of incident was 73 mg/dl. The customer rewound and primed successfully but the motor communication error recurs every time he inserts a battery. The insulin pump was returned and replaced.

Manufacturer narrative:
The pump passed all functional testing, including the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, no delivery, displacement and rewind tests. No communication error or off no power alarms were noted. The pump had a cracked display window and a cracked reservoir tube lip.